Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor xtra-vision was off and cannot turn on. Upon further investigation, fse found that monitor was defective. Fse ordered and replaced the defective monitor. After replacement of the monitor, the system returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the monitor xvision has no display. The device was in clinical use. It is unknown if the procedure was completed on the same device. Philips has started an investigation of the complaint.